Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 10 events were reported for this quarter. 9 devices were received for evaluation; 9 events were confirmed during testing. 9 devices were found to be bent. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device was bent. There was no patient involvement; no patient impact.